Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) thumb ring broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the bile duct during a removal of common bile duct stone procedure performed on (B)(6) 2014. According to the complainant, during the procedure, a hard bile duct stone which was 2 cm in size was entrapped inside the lithotripter basket. An alliance handle was used in conjunction with the device, however, attempts made by the physician to crush the stone failed. The thumb ring of the handle broke and the stone became stuck inside the basket. The handle was cut and an endoscopic sphincterotomy (est) and endoscopic papillary large balloon dilation (eplbd), manufacturer unknown, were performed for basket and stone removal successfully completing the procedure. Additionally, no issues were reported with the device prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual examination of the returned components consisted of the thumb ring and distal portion of the wire basket assembly. The handle assembly, t-fitting, coil assembly and proximal section of the wire basket assembly were not returned for evaluation. The thumb ring was deformed, and cracked due to compressive force applied with the alliance handel. The thumb ring was also detached and separated from the proximal end of the handle assembly. The wire basket assembly was cut from the basket crimp sleeve. The basket tip was intact and the basket wires were bent. An examination of the thumb ring energy directors presented evidence of proper ultrasonic welding during the handle assembly process. The evaluation concluded that detachment of the thumb ring from the handle assembly occurs when force is applied perpendicular to the thumb ring/ handle assembly, forcing the thumb ring out of the handle assembly. The detachment of the thumb ring from the handle most likely occurred as the user readjusted the handle in the alliance device. Therefore, the most probable root cause is "operational context".

Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the bile duct during a removal of common bile duct stone procedure performed on (B)(6) 2014. According to the complainant, during the procedure, a hard bile duct stone which was 2 cm in size was entrapped inside the lithotripter basket. An alliance handle was used in conjunction with the device, however, attempts made by the physician to crush the stone failed. The thumb ring of the handle broke and the stone became stuck inside the basket. The handle was cut and an endoscopic sphincterotomy (est) and endoscopic papillary large balloon dilation (eplbd), manufacturer unknown, were performed for basket and stone removal successfully completing the procedure. Additionally, no issues were reported with the device prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.